Manufacturer narrative:
Helicobacter pylori infection and staple line leak in patients with class iii obesity undergoing laparoscopic sleeve gastrectomy: a retrospective study albaraa h kazim, saleh a alqahtan year: 2024, the author(s) doi:10.1136/bmjgast-2024-001622. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 2099 cases of laparoscopic sleeve gastrectomy for obesity between 2015 and 2020 was completed. A black reload with tri-staple technology or a competitor device was used to transect the stomach. Adverse events included staple line leaks in 31 cases. Interventions mentioned included computed tomography scan and contrast fluoroscopy. Other complications and outcomes were not provided in the study.

Manufacturer narrative:
Correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 2099 cases of laparoscopic sleeve gastrectomy for obesity between 2015 and 2020 was completed. A black reload with tri-staple technology or a competitor device was used to transect the stomach. Adverse events included staple line leaks in 31 cases. Leaks were diagnosed using computed tomography scan and contrast fluoroscopy. Interventions were not mentioned. Per the article, due to the retrospective nature of the dataset, we did not have outcome information for those patients experiencing staple-line leaks, which would give evidence of the severity of complications in these cases.